Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient stated could not breathe and did not feel right when the device was used. There was no patient harm.